Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Xrays were reviewed by a product engineer that indicate that the cable fractured on one side of the pt. Cause of the cable fracture cannot be determined at this time.

Event description:
Date of implant: 2007 it was reported that a pt underwent an l4-s1 surgical procedure, utilizing spacer at l4-5 and interbody fusion at l5-s1. Pt presented symptomatic at 3 months post-op. X-rays revealed a rod cable failure. There was no trauma or other indication of when the failure occurred. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the pt.